Event description:
Few days after implant, a decrease in sensing was observed. A lead reposition was performed, but just after the procedure, the measurements were not acceptable again. Hence, the lead was explanted. There were no consequences to the patient. The lead will not be returned for analysis.

Manufacturer narrative:
No medwatch form was received.